Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic, non-sustained rv oversensing episodes were seen. The noise morphology was similar in appearance to myopotential. No capture was observed at high voltage. The patient was scheduled for both a x-ray and CT scan. Only the x-ray has been performed but results were not available. No adverse consequences were detected.